Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6) at the customer site. The customer's reported complaint that the standby/run button on the thermogard console did not respond as intended when pressed was confirmed during functional testing. The root cause of the reported complaint was the defective 3 button pc board, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in october 2012 and is over 13 years old. The event log data review showed no significant discrepancies or error messages. The thermogard xp ivtm system did not pass the preliminary functional testing because the standby/run button did not respond when pressed, confirming the reported complaint. The defective 3 button pc board was replaced to address the reported complaint. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were found for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that during a device check, the standby/run button on the thermogard xp ivtm system (sn (B)(6) did not respond as intended when pressed. No physical damage to the standby/run button was observed. The customer did not report any error messages. No patient involvement.